Event description:
It was reported to minimed that the customer experienced blood at insertion site and hyperglycemia with a blood glucose value of 359 mg/dl. The customer reported loss of communication between insulin pump and mobile application. The customer also reported sensor alerts, discrepancy between sensor glucose and blood glucose values, tape not sticking, battery failed alarm and asked assistance to get into auto basal. The customer treated hyperglycemia through insulin from pump. The event involved product(s) mmt-1884, mmt-5120a, mmt-431ag, mmt-342g, mmt-6102. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert and calibration not accepted alert. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 359 mg/dl and the sensor glucose value was 70 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Insulin delivery was suspended at the low limit in the sensor setting. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for tape not sticking and confirmed that the reason for the issue was that the sensor was bumped. Troubleshooting was performed for site issue and confirmed that blood was not significantly visible on top of sensor. Troubleshooting was performed for auto basal assistance and reviewed smart guard checklist screen. Explained what was missing to enter into smart guard and how to resolve. Troubleshooting was not performed for pump programming and hyperglycemia. It was unknown whether the customer was using insulin pump within 48 hours of reported event. It was unknown whether the customer was using auto mode/ smart guard feature at the time of reported event. Troubleshooting was performed for loss of communication between insulin pump and mobile application. Unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for battery failed alarm and confirmed that there was no damage to battery cap. No further patient complication was reported. No product return is required for mmt-1884, mmt-5120a, mmt-431ag, mmt-342g. Product return is not applicable for non physical device mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.